Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The previously capped ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.